Manufacturer narrative:
Related report number: mw5164001. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the 200 micron laser fiber was connected to the olympus soltive laser unit and as the surgeon was about to begin, a small fire ignited. The ignition area was on the plastic piece that holds the laser fiber and connects to the laser unit. The issue was found during an unspecified procedure prior to the patient being sedated. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the 200 micron laser fiber was connected to the olympus soltive laser unit and as the surgeon was about to begin, a small fire ignited. The ignition area was on the plastic piece that holds the laser fiber and connects to the laser unit. The issue was found during an unspecified procedure prior to the patient being sedated. There was no reports of patient harm, injury, or death.